Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the meter passed testing, met specification, and no faults were found; pa was unable to duplicate the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Product was replaced and requested back for investigation.

Event description:
The lay user / patient contacted lfs alleging inaccurate readings on their verio meter. The patient had obtained a 119 mg/dl and a 65 mg/dl. The patient denied exhibiting any symptoms due to the alleged issue. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not receive any control solution. The test strips were in good condition and not expired. The product was replaced. The complaint is being reported since the back to back reading is greater than 20%.